Event description:
Report received from (B)(6) that the device has an "error e8 and a cut in the cord". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and reported problem was confirmed. The outer hose was found damaged, likely due to mishandling during cleaning. It was concluded that the flex circuit was damaged due to immersion, which is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).